Event description:
It was reported to boston scientific that in 2005, a patient underwent placement of the obtryx mid-urethral sling. It was also reported that due to a mild lateral vaginal extrusion on a partial excision of the visible mesh took place in 2006. The patient status was reported as "resolved two months later, with significant improvement of urinary leakage- "patient is almost continent".

Manufacturer narrative:
The device will not be returned as it remains implanted within the patient; therefore, a failure analysis will not be available and we are not able to determine the relationship between this device and the cause of this event.